Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests; however, after opening the case and before disconnecting or reconnecting the internal battery connector to perform the power management test, the keypad connector detached from the board electrical board. Unable to download or upload and unable to complete the power error test due to the detached keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected. Customer blood glucose was unknown. Insulin pump will be returned for analysis.